Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2267 (air in line/set) alarm. It was not reported if the patient was connected at the time of the alarm. This occurred during use of the device for peritoneal dialysis therapy. During troubleshooting, it was reported that there was fluid leakage from an unspecified location that led to this alarm. There was no report of patient injury or medical intervention associated with this event. No additional information is available.